Event description:
It was reported that a patient underwent primary breast augmentation with two mentor memorygel breast implants. Post-operatively, the patient suffered right breast pain, bilateral capsular contractures (baker grade IV on the left and baker grade I on the right). As a result, the patient underwent bilateral breast implant removal and replacement surgery on (B)(6), 2023. During the surgery, the left breast was discovered to be ruptured and it was complicated with left breast granuloma formation. The replacement devices were: (right) 250cc mentor memorygel breast implant catalog: 3502501bc lot: 9796833 sn: (B)(6) and (left) 250cc mentor memorygel breast implant catalog: 3502501bc lot: 9796833 sn: (B)(6). This medwatch form is for the left breast prosthesis. Complication on the right breast has been reported under mrn: 1645337-2023-12489.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture, capsular contracture, granuloma. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).